Manufacturer narrative:
(B)(4). (B)(6). The device was manufactured may 1, 2015- may 4, 2015. The device was received for evaluation. Visual inspection did not identify any signs of blockage that could have led to the no flow event. The device was functionally tested and the fluid flowed normally with no leakage or blockage observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor stopped delivering its medication. The medication was expected to infuse for 46 hours, after 46 hours medication remained in the device, after 12 more hours the medication still remained in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.